Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Remedial action changed to n/a from other in the previously submitted regulatory report/s.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).

Event description:
As initially reported by an optician on (B)(6) 2017, the patient came to the consulting room on (B)(6) 2017 and was diagnosed with corneal ulcer in the left eye due to contact lens wear. It was indicated that the patient had worn the contact lenses during sleep. No treatment was necessary associated to this report. Additional information has been requested however the initial reporter declined any further contact.